Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) computer lost configuration files. They were reinstalled, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system stayed in "system booting please wait" when starting up. There was no patient present when this issue was identified.